Manufacturer narrative:
Follow up with the caregiver revealed that there were no complications regarding the reported problem of air in the patient line and the patient was able to complete her therapy. There was no medical intervention or patient injury. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center to report the patient line had air during the 'connect yourself' process on the homechoice. The homepatient (hp) was connected and was advised to start over using new disposables.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.